Event description:
Per provider, homefill port cracked. Per independent repair center statement unit is alarming or red light. The key failure was the homefill port was cracked. Additional malfunction was the smart pack was cracked.